Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted wedge resection of lung laparoscopic procedure, after having navigational bronch, the distal staple line was incomplete. They tried to fire two of the purple reloads, and it would begin to fire and went across the tissue and 3/4's of the way and then stopped. There was no patient injury.